Event description:
It was alleged that the cot was difficult to unload during patient transport. It was reported that a user was injured and received medical intervention. The patient was not reported to have been injured during this event.

Manufacturer narrative:
The user injury was reported as slight damage to the supra spinous tendon. There was no information provided regarding the treatment of the alleged injury. Communication with the user facility identified that the cot was inspected by a technician and confirmed to be functioning to specification with no defects that would have caused or contributed to the alleged event. The user facility stated that the event was caused by a use error. It was also reported that the air suspension of the ambulance was allegedly lower than it should be during unloading.

Event description:
It was alleged that the cot was difficult to unload during patient transport. It was reported that a user was injured and received medical intervention. The patient was not reported to have been injured during this event.